Event description:
It was reported that the patient coughed up the endotracheal tube (endotracheal tube slid out of the strap) and had to be re-intubated. There were no known medical issues stemming from the incident.

Manufacturer narrative:
It was reported that the adhesive strap is not holding as well as they would like it to and the hospital thinks some in-servicing may be in order.